Event description:
A hospital in the (B)(6) reported via a fisher & paykel healthcare representative that the "y" piece of an rt380 breathing circuit was disconnected from the expiratory limb during use. The circuit was used with a nebulizer. The hospital further reported that they reconnected the circuit and continued to use it. No patient consequence was reported.

Manufacturer narrative:
(B)(4). The complaint breathing circuit was not returned to fisher & paykel healthcare (B)(4). Therefore, our investigation is based on information provided by the hospital and our knowledge of the product. Conclusion: as no device was returned by the customer for investigation but the customer was able to reconnect and continue to use the circuit. Therefore no fault can be found with the complaint circuit. The disconnect the customer complained about is most likely set up related or accidentally pulled by the customer as they reported the patient and tubing were moved before the incident occurred. All rt380 breathing circuits are pressure tested for leaks during manufacture and those that fail are rejected. The user instructions supplied with the rt380 breathing circuit state: -perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient; -set appropriate ventilator alarms;